Event description:
It was reported the patient underwent replacement of their intrathecal drug delivery pump due to battery depletion, and replacement of the intrathecal catheter due to a partial occlusion. The patient experienced increased pain and increased drug escalation. A dye study was performed which revealed the catheter was partially occluded. There was a decreased spread of dye in the intrathecal space. The drugs used in the pump were fentanyl 300 mcg/ml, bupivacaine 40 mg/ml. And compounded baclofen 400 mcg/ml, delivered on a simple continuous basis at a rate of 0.452 ml/day. The patient recovered without sequela.